Manufacturer narrative:
During evaluation of the device it was observed a tear located in the union between patch and shell. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: rupture. Concomitant products: mentor memorygel breast implant 450cc, catalog number 3544450, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent a breast augmentation primary with a mentor memorygel breast implant 425cc and experienced rupture on the right side. Rupture was confirmed by mammogram. As a result, the patient underwent removal on (B)(6) 2019.